Manufacturer narrative:
A complete lead was returned in one piece. Visual examination was within specifications. Electrical testing and x-ray inspection did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was explanted and replaced on (B)(6) 2019 due to lead dislodgement.

Event description:
New information received noted that the patient presented in clinic for a follow-up. Upon interrogation, the lead had no capture due to dislodgement. The lead was explanted and replaced. The patient was stable after the procedure.